Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the ipg was re-positioned, however the patient was still able to feel it moving around and found it uncomfortable. The patient further reported experiencing "out of rhythm" beats. The patient also reported that their heart rate was lower than the lower programmed rate on their ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling a rush of heat for a few seconds where their implantable pulse generator (ipg) is, if they get startled or have a pain reaction such as touching hot water. The patient further reported that their heart is sometimes erratic and that their ipg has moved over towards their shoulder. The ipg remains in use. No further patient complications have been reported as a result of this event.